Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, from the patient. The device not working, due to broken lead happened in (B)(6) 2014. The cause of device not working was not known, but indicated that they had a bad fall. Then the wires broke and did not work anymore. The patient need the lead taken out. The device was still implanted. They were going to talk to their primary doctor and have it removed. The device replacement has not been planned yet. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0fqae, implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jan-2018, UDI#: (B)(4). Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient needed the device turned off for an MRI. It was reviewed the patient could use their programmer to turn it off. The patient said the facility wanted someone there. The manufacturer representative's role was reviewed as well as how the facility could contact them. The patient needed to have the device removed. The device did not work and the "wires" were broken. They would get "sharp pains" in their "back end." The patient noted they fell which caused the wire to break.